Manufacturer narrative:
(B)(4).

Event description:
It was reported that a morphology template was unable to be obtained. The device remains implanted. The patient was stable.

Event description:
New information received notes that the morphology was able to be set up. The device accepted the morphology and remains implanted.